Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Product ID: 37612, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 37612, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that has been having issues using the wireless recharger (wr) paddle when attempting to charge the implantable neurostimulator (ins). The patient stated that frequent restarting of the wr was required during recharging, and it continued to display an orange/amber color on the power button and would not recharge the implants. No known environmental, external, or patient factors contributed to the incident. The issue is not resolved and no interventions or actions were taken at this time. No patient complications have been reported as a result of this event. Additional information was received from rep that replacement recharger kit was sent out. They did not have access to the defective recharger and no further action has been planned or will be taken to resolve the issue. Additional information was received from rep that the replacement recharger did not resolve issues recharging implantable neurostimulator (ins). Patient stated the replacement wr paddle has issues connecting to his implanted ins and has difficulty staying connected to charge implanted ins. We went over troubleshooting methods of hard restarting, holding wr paddle down against ins, and ensuring that they were not charging both ins¿ simultaneously which they were not doing, and the replacement paddle is not connecting and/or stayed connected to charge implanted ins. Since then they stopped using the replacement wr paddle to charge. Additional information was received from rep that cause of charging and connection issues were unknown.